Event description:
Libre 3+ sensors are coming up "error" and "lost signal" before they are supposed to last. We have had 10 days, 8 days and 4 days left on the sensor and have to replace them. They just sent us 4 replacements and it is happening again! And of course they make you jump through hoops to get the replacements and make it sound like you are trying to steal them! I have been wearing them for 2 years and only had this problem a couple of times before but since they switched to libre 3+ every order we have received has had a problem. No, we are not too far from our phone, no it isn't our wifi or cell phone service! I am sitting at my computer working with my phone on my hip and all of a sudden "error" and "signal loss" pops up. I have put the back of the phone on top of the sensor 5 times and nothing. I have turned my phone off for 2 minutes and then back on and still the same message. I have waited for 10 minutes & 15 minutes between checking it again and still no change. They are not working for their allotted time. Pt code: 4582. Device codes: 1535, 1036. Ref reports: mw5180461, mw5180463, mw5180464, and mw5180465.